Event description:
The device reportedly continued to pump after the bag was empty. The pump was being used to infuse packed red blood cells at an unspecified rate. The report from 10/96 states "the pump was still going with air noted down to within two feet of the pt's IV site." A flow detector was in use, but no device alarm sounded. The rn stopped the infusion and there were no adverse effects to the pt.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 100/102 (accuracy general/overdelivery) for products is approximately 0.26/million sets.